Event description:
Title: xxxxx. Event description: the hospital purchased roughly 150 of the aiv powermates. These are medical grade IV pole mountable power taps. The powermate has 3 duplex outlets intended to distribute power to infusion devices on IV pole. The majority of the powermates are defective and requires replacement. As the pole clamp is tightened to secure the unit to the IV pole the powermate plastic case spreads apart at the seams. This allows for liquid ingress, defeats the drip guard protection feature, and can be an electrical safety risk. Manufacturer response for power outlet box for IV poles, aiv. Aiv states that changes have been made to the current design of the powermate to prevent this failure. There is no repair that can be made to correct the existing product that is in use. Device usage problem: device failed (e.g, broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Aiv powermate is not a medical device. It is a special purpose relocatable power tap. It is ul recognized to (B)(4) for use in patient care areas. Power mates are purchased with a 1 year warranty and the approximate age of unit in question is 6 years. Powermate was not returned for eval but pictures were sent.